Manufacturer narrative:
The device was returned to olympus for inspection. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope tested positive for an unspecified contamination during maintenance. There were no reports of patient involvement.